Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records jan 8, 2018 reviewed. Left knee revised on (B)(6) 2017 for complaint of failed total knee, pain with recurrent bloody joint effusions, and joint instability with valgus clunking. Surgeon noted operatively knee had valgus instability in extension, with the lateral femur being to short by 1-1/2 mm, and varus instability in flexion. Femur and tibial components were revised. Patella was "in good shape". Doi: (B)(6) 2016 dor: (B)(6) 2017 left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records alleges edema and implant noise (clunk).